Event description:
It was reported that balloon rupture occured. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during second inflation at 10 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.